Manufacturer narrative:
The device was returned for analysis. The reported break hub and the reported leak were able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It is possible that during preparation the manometer was over torqued during connection to the hub resulting in the reported/noted hub break (crack); thus resulting in the reported leak; however this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted hub break/leak cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during device preparation and before use in the patient, when negative pressure was pulled, air entered though a crack in the hub of the xience alpine. The stent was not used due to the leak in the delivery system. There was no patient involvement and no clinically significant delay reported. No additional information was provided regarding this issue.